Manufacturer narrative:
Implant date: if implanted; give date: n/a (not applicable). Healon is not an implantable device. Explant date: if explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that healon pro was difficult to remove from the right eye and the patient experienced headache 1 hour post-op. The patient¿s intraocular pressure also spiked at 55mmhg. The doctor had to withdraw the viscoelastic through a side port incision. There was no incision enlargement, no vitrectomy, and no sutures required. The patient is now feeling better. There was no treatment or prescription given by the doctor outside of the normal post-operative treatment. There was no other medical or surgical intervention required. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation (retained lot): product testing was performed on retained sample since the product was not available for investigation. Visual inspection with stereomicroscopy on retained products on healon pro lot ud31217 was performed. There no visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product without defects. Cannula was without damage. There were no visible defects on the product box. The printing on the carton and labels are correct. Functional test was also performed. The ovd (ophthalmic viscosurgical device) solution was expelled in a controlled and smooth manner from two (2) reference syringes. The product performed as expected. Product deficiency was not found on retain samples. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no complaints have previously been reported on this batch. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.